Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
(B)(4) received information that this implantable defibrillation lead exhibited varying shock impedance measurements, including high out of range measurements. Additionally, increasing pacing thresholds were noted. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.